Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation visual observations internal to the motor identified were excessive motor bearing wear with shaft end play, and black material around the bearing. Also the inner and outer gearbox bearings was worn, the inner bearing cage was broken, and starting to disintegrate. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.